Event description:
Report received of an under-delivery of antibiotics. The pt was receiving an unspecified antibiotic every 4 hours. The primary solution was infusing at 25ml per hour. The secondary solution was set at 100ml per hour with a volume to be infused of 50ml. At 4:00pm, it was noted that only one fourth to one half of the 1:00pm antibiotic had infused. There was no reported adverse event to the pt. Though requested, there was no further info available.